Event description:
Reportedly, a revision surgery was performed to replace subject polyethylene insert, modular acetabular shell and femoral bearing head. Reportedly, the polyethylene insert was worn and wear debris was believed, by the physician, to have contributed to fibrosis synovitis at the periphery of the acetabular components.